Manufacturer narrative:
H10:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a "check vent: proximal pressure sensor auto-zero failed" alarm error occurred during periodical device checking at the hospital. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device kept operating when the alarm occurred. There was no reported delay in therapy. The customer requested a repair quote as a "check vent: proximal pressure sensor auto-zero failed" alarm error occurred during periodical device checking. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device but could not duplicate the reported issue; however, the pse confirmed that a 110b "proximal pressure sensor autozero failed" error was logged in the error log. The pse therefore replaced solenoids 3 and 4 valves for preventive measures, confirmed that the software version was 3.20, cleaned the device, performed functional testing, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed solenoids were returned to the product investigation lab (pil). The pil technician performed the testing and confirmed that no alarms or faults were generated during the standard test bed (stb) operation with the suspect solenoids installed into the gas delivery system (gds). The pil technician therefore concluded that no problem was found related to the returned suspect solenoids.